Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to noise. The device was checked in clinic and pocket manipulation was performed. Noise was able to be reproduced on the secondary and alternate vectors. A revision procedure has been scheduled, therefore shock therapy was programmed off until after the procedure. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to noise. The device was checked in clinic and pocket manipulation was performed. Noise was able to be reproduced on the secondary and alternate vectors. A revision procedure has been scheduled, therefore shock therapy was programmed off. This system was then explanted and replaced as planned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to noise. The device was checked in clinic and pocket manipulation was performed. Noise was able to be reproduced on the secondary and alternate vectors. A revision procedure has been scheduled, therefore shock therapy was programmed off. This system was then explanted and replaced as planned. No additional adverse patient effects were reported.